Event description:
Related manufacturer report number 2017865-2022-05239. It was reported that during a follow up in clinic, oversensing was noted on the right ventricular lead and device. Abbott technical support was contacted, the session records were analyzed, and the oversensing was suspected to be due to loss of capture. No intervention has been performed at this time. The patient was in stable condition and will continue to be monitored.

Event description:
Additional information was received that a planned device upgrade was preformed which resolved the event. The patient was stable.